Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the plate arrived scratched and the 2.0 drill was bent. In addition, the head of a screw split; part of the screw was left in the patient. Procedure was completed successfully with no delay. This report is for a 2.7mm cortex screw. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Additional procode: hwc complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code: 202.888. Lot number: 58p4632. Manufacturing site: mezzovico. Release to warehouse date: june 17, 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 2.7mm crtx scr s/tap t8 28mm was broken. Only the head of the screw was returned. No other defects were noted. No evidence of any embedded devices was provided, therefore that condition cannot be confirmed. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 2.7mm crtx scr s/tap t8 28mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.